Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description, log files and service report. The ventilator was investigated on site by our field service engineer (fse) who found out that the expiratory cassette required replacement. After replacement the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned to us for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with pressure sensor. There was no patient harm. Manufacturer's ref. #: (B)(4).